Event description:
It was reported that pump showed low power alerts and shutdown alarm after indicated battery charge dropped rapidly earlier in the day, leading to unexpected shutdown. There was no adverse impact to the customer¿s blood glucose level. Customer restarted pump, reloaded cartridge, manually restarted cgm session, and was educated by technical support on battery best practices, with customer advised to monitor system and call back if issue persisted.